Event description:
Philips received a complaint by the customer indicating that the v60 powers on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the v60 powers on by itself after replacement of the power switch overlay. The remote service engineer (rse) performed a troubleshoot with the customer and advised the customer to swap with another device to determine if the power switch overlay or the user interface (ui) printed circuit board assembly (pcba) was faulty. The rse provided the customer with the part number of the ui pcba to order and replace if needed. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 27aug2024, 03sep2024, and 10sep2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.